Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 37 and 48 hours on the hip/buttocks. It was noted that the cannula was bent. Symptoms reported include pain and redness. Hyperglycemia treated with a new pod.